Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, and crease fold. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior due to fold flaw opening.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.